Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply cable was evaluated and repaired. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system failed to power up/boot up. No patient serious injury or death was reported related to this event.